Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient, through other company representative, reported "leakage", "serious physical illnesses", "chronic flare-ups" and "impairment of quality of life". This record is for an unknown side. The device remains implanted. It is unknown if the device will be returned.